Event description:
The customer reported the system displayed a generator error message. The system automatically shuts down when this occurs. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monoblock tank was cleaned during the service call. The system was tested and found to be working as intended and put back into service.